Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
The patient was revised due to loosening of the metal back patella at the bone to implant interface. Competitor cement was used. Extracted the patella implant and did a soft tissue debridement .replaced poly to patient a new bearing. Wear looked minimal. Doi: (B)(6) 2001, dor: (B)(6) 2020, right knee.